Manufacturer narrative:
Additional narrative: patient information is unknown. It is unknown when device became stripped. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reports that during a lumbar posterior spinal fusion on (B)(6) 2018, both the matrix holding sleeve and the standard stardrive shaft were noticed to be stripped at the distal end tip. The patient was not affected by this damage. Replacement instruments inside the set were used to complete the procedure. There was no surgical delay. This report is for a t25 stardrive shaft for matrix standard. This is report 1 of 1 for (B)(4).